Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the lead was unable to be fixed to the header of the implantable pulse generator (ipg) due to a setscrew problem. The ipg was removed and replaced. No patient complications have been reported as a result of this event.